Event description:
The device was returned because it was a rental unit that was no longer needed by the customer. There was no customer complaint. Evaluation of the device revealed that the audible alarm was not functioning properly. There was no related death or injury.